Manufacturer narrative:
(B)(4)

Event description:
It was reported by the patient' spouse that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown. No further information is available at this time. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory.